Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.9 , h.3 , h.6. Device evaluation: analysis of the returned device identified: creases fold, opening crack and brown particles inner device. Leak test and microscopic analysis was performed which identified: opening crack of the valve, opening crease smooth on posterior, wear abrasion and brown particles in the fill channel. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. An opening crease smooth on posterior assessed as fold flaw opening.